Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
H10 should have read: confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. Rather than: based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-06729, 3006705815-2023-04948. It was reported the patient's leads had migrated. As such, surgical intervention occurred where the leads were explanted and replaced to address the issue.